Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurement, measuring greater than 3000 ohms. The patient was followed up in-clinic to check the parameters of the electrode. The electrode had the pacing polarity in unipolar because of polarity change due to the impedance increase. With that polarity, the impedance value was in range and the threshold was stable. When changing the polarity to bipolar, the impedance value was at greater than 3000 ohms. It was the physicians decision to change the polarity back to unipolar. Additionally, boston scientific technical services consultant reviewed the available data and confirmed oversensing noise with pacing inhibition. The plan is to continue routine in-clinic follow ups and continue monitoring this patient via latitude home monitoring system. This patient is pacemaker dependent. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurement, measuring greater than 3000 ohms. The patient was followed up in-clinic to check the parameters of the electrode. The electrode had the pacing polarity in unipolar because of polarity change due to the impedance increase. With that polarity, the impedance value was in range and the threshold was stable. When changing the polarity to bipolar, the impedance value was at greater than 3000 ohms. It was the physician's decision to change the polarity back to unipolar. Additionally, boston scientific technical services consultant reviewed the available data and confirmed oversensing noise with pacing inhibition. The plan is to continue routine in-clinic follow ups and continue monitoring this patient via latitude home monitoring system. This patient is pacemaker dependent. No adverse patient effects were reported. This device remains in service. Additional information was provided, it was reported that this rv lead was explanted and replaced on (B)(6) 2022. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was extended and there was dried blood within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 240 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of pacing impedance out-of-range, oversensing, noise and brady pacing not delivered when required were due to fracture were likely caused by the confirmed fracture.

Manufacturer narrative:
Additional information was provided in section b5.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurement, measuring greater than (B)(4). The patient was followed up in-clinic to check the parameters of the electrode. The electrode had the pacing polarity in unipolar because of polarity change due to the impedance increase. With that polarity, the impedance value was in range and the threshold was stable. When changing the polarity to bipolar, the impedance value was at greater than (B)(4). It was the physicians decision to change the polarity back to unipolar. Additionally, boston scientific technical services consultant reviewed the available data and confirmed oversensing noise with pacing inhibition. The plan is to continue routine in-clinic follow ups and continue monitoring this patient via latitude home monitoring system. This patient is pacemaker dependent. No adverse patient effects were reported. This device remains in service. Additional information was provided, it was reported that this rv lead was explanted and replaced on (B)(6) 2022. No additional adverse patient effects were reported.